Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. Several attempts were made, but each time the yellow line was seen above the skin level and the j segment was not engaging at the artery. The deployment was aborted and manual compression was held. At this time it was noted that the j segment was missing from the locator. Fluoroscopy was used to determine that the j segment was located in this superficial femoral artery. The j segment was removed with a snare. The pt had some bruising on the right leg but otherwise was in good condition following the procedure. No further complications were reported.